Event description:
Procedure type: laparoscopic partial nephrectomy. According to the reporter: three hours into the procedure, the jaws became misaligned. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4).